Manufacturer narrative:
The actual device was received for evaluation. Visual inspection and functional testing was performed which revealed a leak at the spike port tubing weld in back of the bag. A magnified inspection was performed and observed a small tear/hole in back of the bag. The reported condition was verified. The cause of the condition was related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.